Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier (mlca) did not work as intended. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no external collision. The tips of the mlca did not close during clip closure. The issue did not occur when attempting to place a clip around a vessel or tissue. There was no shakiness or friction. There was no patient injury. The clip did not become dislodged from the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the mlca instrument jaws did not close, an investigation was completed determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the mlca instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was analyzed and found to have bent grip that caused misalignment with the other grips. The complaint regarding the reported failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.